Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number was not known, therefore, the reported condition could not be confirmed and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set leaked. It is unknown at what stage the problem was noted or if there was any patient involvement. No additional information is available.